Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values and under delivery of insulin. Customer had been having problems with insulin flow blocked which she thinks may have led to her high blood glucose levels. Customer's blood glucose value was 118mg/dl and 274 mg/dl. Customer reported that the insulin exited while performing fill cannula. Insulin pump will not be returned for analysis.